Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the customer bought s3000, 6c1hd, 18l6hd for use with the needle guide. The customer received s3000 with civco adapter and, in the mean time, it received a siemens security letter that stated "don't use absolutely this adapter without clarify a solution date." It was reported that the installation was aborted. A patient follow-up was performed and the customer reported that there was no procedure performed and there was no repeat of the procedure as there was no patient involvement. No additional information was provided.